Manufacturer narrative:
Product analysis: the closurefast device was returned to medtronic investigation lab for evaluation. The device was returned within a sealed biohazard bag within a cardboard carton. No ancillary devices or images from the procedure were received with the device. No issues identified in the catheter connector, the catheter reference key shows evidence of wear and the red ink was visible in some areas. It was observed from the returned device that the fep material which covers the catheters entire coil is partially melted/burned/peeling and the coil bent. No kinks were noted along the catheter shaft from the returned device. The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested. All tests passed as per acceptance criteria. The catheter was connected and recognized by the rfg lab generator when plugged in. When the temperature rose to 120 c, the device completed the cycle without an advisory message being seen. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a closurefast catheter to treat the great saphenous vein of a patient. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. Tumescent infiltration was utilized. Local anesthesia was used. Compression was carried out. A guidewire was used for the insertion of the catheter. It is reported that proper temperature was not reached. During the first two sequences, the target temperature could not be maintained. The catheter was immediately removed from the leg. The heating element was partially bristle. A part of the heating element is said to have been porous. The damage to the heating spiral was noticed only after removal from the patient. A new closurefast catheter was used and treatment was performed successfully and terminated. There were no patient symptoms or complications associated with this event. The vein is reported to have closed. No additional treatment was required. No patient injury reported.